Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Foreign body in throat [foreign body in throat], gingival pain [gingival pain], gingivitis [suppuration gum], product measured potency issue [product measured potency issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a 80-year-old male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced foreign body in throat (serious criteria gsk medically significant), gingival pain, suppuration gum and product measured potency issue. On an unknown date, the outcome of the foreign body in throat, gingival pain, suppuration gum and product measured potency issue were unknown. It was unknown if the reporter considered the foreign body in throat, gingival pain, suppuration gum and product measured potency issue to be related to new poligrip sa. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, the patient applied the product, but the adhesive strength was so weak that the denture came off and got caught in the throat (seriousness: gsk medically significant). It got caught in the gum and caused a pain and suppuration. The patient had suppuration removed (seriousness: non-serious). No further information is expected. Follow-up information received on 13 january 2023. Additional details: [summary of investigation]. Case number: (B)(4). Related interaction: 04437212. Product name: pqc177124. Global product description: poligrip additive free cream unknown size. Primary package lot number: unk. Criticality: critical. Investigation results: related hsi / ae: hsi-155008. Hsi related case number: (B)(4). Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a ´]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. At the time of case closure loc confirmed that the there was no sample or lot details available. Should the lot details or complaint sample become available the case will be reopened. Response to consumer (if applicable): complaint conclusion: unsubstantiated. Investigation completion date: 2023-01-13 13:40:17.